Event description:
There was an allegation of questionable results received from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. On (B)(6) 2021, the laboratory result was 3.2 inr at 9:30 am and the meter result was 5.5 inr at 10:38 am. On (B)(6) 2021, the laboratory result was 2.8 inr at 9:30 am and the meter result was 3.7 inr at 10:31 am. On (B)(6) 2021, the meter result was 4.9 inr at 8:14 am and 5.0 inr at 9:20 am, and the laboratory result was 3.7 inr at 9:30 am. It is unknown which result was believed to be correct. The patient¿s therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
Occupation is lay user/patient. The patient's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the meter's time/date were set incorrectly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.